Event description:
End user was hospitalized for high bg's. A leak was detected at the luer junction. On jan 3, 2002 maersk medical a/s received the complaint, 1 used tubing and 2 unused infusion sets.